Event description:
The customer called and stated that she got 180 and 171mg/dl when performing a control test. The range is 87-118mg/dl. Customer service offered to troubleshoot. The check test was within range. The control test result was 167mg/dl. The caller performed a control test with another bottle of control. She got 178mg/dl. Customer service sent new control and strips for testing. The customer called back when the new products were rec'd. Control test was within range this time. A bottle of strips and two bottles of control were sent to the qa lab for testing.